Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that ten months and sixteen days post a port placement for chemotherapy treatment, the patient was allegedly developed with bacteremia and the blood culture test resulted positive for staphylococcus epidermidis bacterial infection which was treated with antibiotics. It was further reported that the patient was allegedly diagnosed with cerebrovascular accident and was treated with antiplatelet. Reportedly, the patient got expired and the primary cause of death was cerebrovascular accident, and the relationship of death with the device was unknown.

Event description:
It was reported through the litigation process that ten months and sixteen days post a port placement for chemotherapy treatment, the patient was allegedly developed with bacteremia and the blood culture test resulted positive for staphylococcus epidermidis bacterial infection which was treated with antibiotics. It was further reported that the patient was allegedly diagnosed with cerebrovascular accident and was treated with antiplatelet. Reportedly, the patient got expired and the primary cause of death was cerebrovascular accident, and the relationship of death with the device was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the medical records allege that on (B)(6) 2022, the patient underwent mediport placement procedure for the treatment of cancer. Approximately a year later, the patient was rushed to the emergency room for a fever, generalized weakness, and persistent lower abdominal pain for a couple of days. Blood culture study showed positive for staphylococcus epidermidis and was treated for the infection. A week later, the patient returned to the emergency room with complaints of worsening shortness of breath, chest discomfort and worsening generalized weakness. Chest x-rays showed evidence of bilateral pulmonary emboli in the right mani pulmonary artery and left upper and lower lobe pulmonary arteries with borderline right heart strain. A week later, the patient went to the emergency room for evaluation of acute onset of altered mental status one hour prior to arrival to hospital. The patient was admitted for further stroke work up and was diagnosed with cerebrovascular accident and started aspirin daily. Ten days later, the patient expired with cerebral vascular accident as the cause of death. Therefore, it can be confirmed that the patient experienced bacteremia, infection, stroke, and expired. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.